Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Customer returned replacement meter - unable to test. Customer returned test strips; evaluation is in process. Most likely underlying root cause of malfunction: user had poor technique.

Event description:
She stating his mother's meter is reading erratic results for her. Daughter is calling in behalf of the customer. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer stated the normal blood sugar range of reading is between 115-190 mg/dl fasting. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 185 and 165 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/20/2017 and open vial date is (B)(6) 2016. Customer has had no medical changes. Customer saw doctor last week. Customer son states he does not trust unit. . The meter memory was reviewed for previous test result history: (B)(6).